Event description:
The ceramic part of new electrode broke off. User definitely does not resterilize electrodes, ceramic part got lost in the joint of the patient and could not be removed. At this time no negative consequence to the pt.